Event description:
It was reported that the device was presenting an error code 46221. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Manufacturer narrative:
Other, other text: b5: additional information received on 23-mar-2022 via email and attached in complaint object: all issues with these devices were found during testing and repair at our facility. No patient involvement was indicated at the time the pump was received for repair and recertification at our facility. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 2120.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device missing a tamper seal. There was no evidence of the error recorded in the event history log (unable to view due to constant error alarm). The reported problem was duplicated, as error alarms and codes were verified upon powering up of the device. The cause of the reported issue was due to a defective main board: device main board was not operating as intended. It was recommended to replace the main printed circuit board as corrective action. The root cause of reported problem was unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).